Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Customer administered an insulin injection to treat bg level. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump. Instruction was provided on how to change infusion set site without changing other supplies.